Event description:
Patient was scheduled and consented for a right thyroidectomy and sialoendoscopy. Patient was brought to the operating room and completed surgical briefing, at which point anesthesia began induction using a specialty nerve monitoring endotracheal tube (medtronic nim tube, size 7.0) and direct fiberoptic glide scope visualization to ensure proper placement. In spite of this there were anatomical challenges requiring more than one attempt and the decompression of the patient's stomach following masking. Second anesthesia, anesthesia tech, first assistant, circulator, and ear, nose and throat surgeon were at bedside to assist. The airway was secured, but then it was noted the endotracheal tube cuff (used to seal off the space around the tube to protect the airway) was not holding air once inflated. A bougie for tube exchange was obtained, and the anesthesiologist used this to exchange the tube for another of the same variety. The patient's anatomy presented similar challenges, and once again the tube's cuff would not hold air. The airway was examined with a fiberoptic bronchoscope, anesthesia team noting some minor trauma to the tissue and some bleeding/minor edema, and it was decided to be in the patient's best interest to abort the procedure as opposed to continuing to instrument the airway. Of note, the endotracheal tube cuffs were tested under saline afterward, and the first tube had a pair of pinhole leaks, and the second had a single leak. Anesthesia was unsure whether the damage to the cuff was from the patient's dentition and difficult angle of anatomy during use or whether the tube was bad. Reference report: mw5117779.